Event description:
Initial reporter stated that their incision is swollen and hard approximately one month post abdominal hysterectomy. Pt returned to hosp with progressively worsening symptoms. A diagnosis of cellulitis was made and the pt prescribed antibiotic therapy.